Manufacturer narrative:
(B)(4). As noted in description of event, customer has declined to provide additional info on this deployment. Report is being submitted in accordance with philip's policy for adverse event reporting.

Event description:
It has been reported that AED was deployed and subject was not resuscitated. Reporter contacted philips to obtain assistance in downloading info from device memory - no report of malfunction. Customer has declined to provide any additional details regarding deployment citing confidentiality policy.